Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2032776. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2022 when using a flush to seal a PICC catheter to a patient, it cannot be pushed due to sudden resistance during the bolus injection, and a new flusher should be replaced immediately.